Event description:
It has been reported to the company that the guide catheter shaft broke during the procedure. The physician inserted the guide into the patient, and while attempting to advance the catheter, it kinked. The physician then torqued the catheter in an attempt to remove it, when the shaft broke. The physician was able to remove the catheter without surgery or adverse effect to the patient.